Manufacturer narrative:
It was reported that the ventilator was displaying another value of o2 concentration than set. The provided logs confirm the reported issue. Our field service engineer has investigated the reported ventilator on site. The o2 gas module has been replaced to resolve the issue and sent back for investigation. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. However, by dismantling the nozzle from the gas module. It was noticed that the membrane of the nozzle was too sticky and the model of the nozzle was too old that it is not used in today's manufacturing. Therefore, the air filter has been checked as well, and it shows that the filter was too old as well. It was manufactured 2017 which concludes that the reported ventilator has not received a proper maintenance since many years even though the logs show that a preventive maintenance was performed on 2022-11-14, it seems that the nozzle and the air filter were not replaced or they were replaced with older ones. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. According to our investigation, the cause of the stickiness is an early wear of the membrane. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was displaying another value of o2 concentration than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).